Event description:
It was reported by service report that the scale would not return to zero every time and the weight was always changing on the display. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cells and scale control board malfunctioned.